Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient underwent a revision procedure of the implantable pulse generator (ipg) relating to ipg site pain. The existing ipg was repositioned to a new location according to the patients preference. There were no reported patient complications post operatively.